Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Patient took a huge dose of coumadin on (B)(6) 2010. Physician is aware of patient's self-adjustment of coumadin by his wife. Patient's therapeutic range: 1.3-1.5 inr.